Manufacturer narrative:
H5: labeled for single use- correction b5: describe event or problem - correction h2: type of follow up- correction h5- correction h6 codes: - correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.